Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 29-jul-2025. The same endoscope was used for two different patients, and the same issue recurred, resulting in both procedures being stopped midway. After the procedures were interrupted, the device was no longer used and was immediately returned for inspection. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00178_ec38-i20cf_(B)(6)_remote button malfunction. Ec38-i20cf_(B)(6)_remote button malfunction.

Event description:
On 24-jul-2025, pentax medical became aware of an event involving a pentax medical portable intubation fiber scope model fi-16rbs, serial number (B)(6) in south korea within the apac region. The remote button 2 of the endoscope did not function. Although it appeared that none of the remote buttons were functioning properly, there was behavior observed in which the buttons responded even when they were not being touched. During the inspection conducted on 30-jun-2025 at the time of replacing remote button 1, the reported issue could not be reproduced. Additionally, no abnormalities were identified in other inspection items. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary the reported event was a remote-control button failure. Based on the investigation, a potential root cause of this failure was an unexpected load. The impact and vibration during transport, as well as the remote button being pressed strongly or diagonally while checking the operation of the endoscope, may have been loads that exceeded expectations. A definitive root cause of the reported issue could not be identified. The scope was repaired with replacement of the remote-control button assembly and related components. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 10-feb-2025 under normal conditions. Although a component approved under a concession was used, the device passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 19-feb-2025. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. Related MDR numbers: 9610877-2025-00178_ec38-i20cf_(B)(6)_remote button malfunction_fu1 , 9610877-2025-00179_ec38-i20cf_(B)(6)_remote button malfunction_fu1.